Event description:
A bipap synchrony avaps device was returned to a service center for evaluation. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During the evaluation of the device, the service center visually inspected the device and observed blower foam degradation. The device was scrapped by the service center after the evaluation was completed.